Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap is protruded. Customer's father tried to push it back in. Advised the caller that the insulin pump can no longer be used. Nothing further reported.